Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the ventricular connector of the external pulse generator (epg) is broken. Ventricular output connector is broken inside of the epg. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: additional analysis noted that the external pulse generator (epg) would not power up on the tester and therefore the main printed circuit board (pcb) was realigned. If information is provided in the future, a supplemental report will be issued.